Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested.

Event description:
It was reported that the patient's blood glucose level was elevated to 400 mg/dl. She bolused and 30 minutes later her blood glucose level was 386 mg/dl. She bolused again, and 30 minutes later her blood glucose level was 406 mg/dl and she had her husband take her to the hospital. At the hospital her blood glucose level was 556 mg/dl. She was diagnosed with diabetic ketoacidosis. The patient stated that the cause of her elevated blood glucose levels was air bubbles in her insulin cartridge. She stated air bubbles appear when she is filling new cartridges. The patient stated that she went through the process to remove the air bubbles. The infusion device was not requested to be returned for product evaluation.